Event description:
The technician alleged the cardio pulmonary resuscitation handles were broke loose from the head deck and the cardio pulmonary resuscitation did not function. No injury reported. MFR 3006697241-2013-00057.